Event description:
Additional information was received that there was no resistance upon injection of the liquid embolic agent into the apollo. The physician used continuous injection of the liquid embolic agent. The injection rate was not followed as indicated in the competitor¿s IFU. The liquid embolic agent was not embedded in an unintended location. The event did not require medical intervention.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during the operation, it was found that the apollo catheter bulged a bubble. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an arteriovenous fistula. The accessed vessel was the femoral artery with an unknown diameter. It was noted the patient's vessel tortuosity was moderate.

Manufacturer narrative:
H3: product analysis (B)(4):equipment used: vis m-78210; ruler 203cm m-83361 document used: none as found condition: the apollo catheter was returned within a shipping box; within a sealed biohazard pouch and within an opened apollo inner pouch. Visual inspection/damage location details: what appeared to be dried residue was found within the hub. The apollo catheter body was found ruptured at ~ 16.9cm from the catheter distal tip. The apollo detachable tip was found intact. No damages were found with the apollo catheter distal tip. Testing analysis: none conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter kink/damage¿ was confirmed as the apollo catheter was found ruptured. Possible causes for ¿catheter kink/damage¿ are guidewire or delivery system removed aggressively, incompatible guidewire or delivery system used, catheter entrapment, and user advancing or retrieving intraluminal device against resistance. It is possible the dried residue within the ruptured catheter contributed to the event. However, the root cause could not be determined. (Gamboj3 2023-08-11) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.